Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and leak tested. Inspection revealed a hole at the corner of a fold in the distal end, along with wear at folds in the proximal, middle, and distal sections. Leak testing confirmed a leak at the same location. The pump was microscopically inspected, leaked and functionally tested. Microscopic inspection revealed that the ms pump tubing was cut down to the pump block; one kink resistant tubing (krt) tubing was returned attached to the cylinder, while the other two krts were not returned. Functional testing showed failure in activation tests 2 and 3, while the leak test passed. Based on the available information and analysis results, the leak in the cylinder, could have caused or contributed to the reported clinical observations of cylinder hole/perforation and device mechanical issue. Additionally, the pump not passing the functional test, could affect product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no functioning properly. A surgical procedure was performed, during which was identified a tear in the right cylinder. All components were removed and replaced; the cylinder was replaced only on the right side and the reservoir that was kept in the patient was not removed. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no functioning properly. A surgical procedure was performed, during which was identified a tear in the right cylinder. All components were removed and replaced; the cylinder was replaced only on the right side and the reservoir that was kept in the patient was not removed. No patient complications were reported.